Event description:
Device history record was reviewed, no event linked with the reported issue was found. The provided device history log was reviewed and event is confirmed by several error ID 22. "The device was not received because it was repair locally. To solve the issue the carriage kit have been replaced. The defective part was received in brézins for investigation. According to the investigation results,nothing was noticed during external visual check . Error 22 is linked to the value of the load cell. A basic conductivity test was performed on the flexible cable of the kit using laboratory tools, and the results were compliant. Further tests were not carried out due to the absence of other relevant parts for a full analysis. Based on these results, no defect was found in the component. Still, this complaint is considered valid based on the pictures provided, which show the reported defect. CAPA has been opened in april 2019 in order to reduce the occurrence of error 22. The modification to this CAPA has been deployed with (redesign of force sensor soldering agilia sp) on which the first sn with the modification. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: during turn-on, show"error 22-0008". Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.